Event description:
A (B)(6) advia centaur xp hcv result was obtained on a patient sample. Repeat testing was performed and the result was (B)(6). Repeat testing was performed again in duplicate and the results were (B)(6). The (B)(6) result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse performed a preventative maintenance check and replaced the sample syringe, valve tubing, and waste bottle sensor. The cause for the discordant (B)(6) result is unknown. No conclusion can be drawn. The qc and calibrations were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of exposure to (B)(6) virus."